Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced a ventricular fibrillation (vf) episode. The device delivered 8 electric shocks with no successful conversion. Therapy was exhausted. Further information was received that the patient was already in a hospital setting when the episode occurred and needed to be externally shocked to terminate the vf. No additional adverse patient effects were reported. At this time, this device remains in service.